Event description:
Eight months post index procedure, the patient complained of chest pain. Eight month follow-up coronary angiograph (cag) was conducted and there was no abnormality observed at the implanted cyphers. Nine months post index procedure, a percutaneous coronary intervention (pci) was conducted. To treat the proximal left main trunk (lmt) to the proximal (lad), pre-dilation was conducted with a 3.5 x 12mm balloon at 16atms for 3 seconds. A 3.5 x 23mm cypher stent (complaint product) was implanted at 16atms for 3 seconds. Post-dilation was conducted with a 4.5 x 23mm balloon at 22atm for 3 seconds. To treat the proximal to mid lad, a 3.5 x 23mm cypher stent was implanted at 18atm for 4 seconds by direct stenting, overlapping with the implanted cypher at proximal lad. The percentage of stenosis was below 25% after the procedure. To treat the first diagonal, a 3.0 x 13mm cypher stent was implanted at 12atms for 5 seconds by direct stenting. Post-dilation was conducted with a 2.5 x 15mm balloon 16atms for 5 seconds. The percentage of stenosis before the procedure was 75% and 25% after the procedure. To treat the proximal circumflex, pre-dilation was conducted with a 3.5 x 12mm balloon at 8atms for 4 seconds. A 3.0 x 18mm cypher stent was implanted at 8atms for 4 seconds. Post-dilation was conducted with a 3.5 x 12mm balloon at 20atms for 6 seconds. The percentage of stenosis before the procedure was 90% and 25% after the procedure. Balloon angioplasty was conducted at the proximal end of the proximally implanted cypher in the obtuse marginal lesion. Approximately a year and 5 months post index procedure, a follow up cag was conducted and restenosis was observed at proximal lad and the proximal circumflex. The patient complained of chest pain. About a month later, pci was conducted to treat the restenosis. A 3.5 x 13mm cypher stent was implanted at 18atms by direct stenting in the proximal lad. The percentage of stenosis before the procedure was 90% and below 25% after the procedure. To treat the proximal lcx, a 3.0 x 13mm cypher stent was implanted at 18atms by direct stenting in the lcx. The percentage of stenosis before the procedure was 90% and below 25% after the procedure. These 2 cyphers were implanted by kissing stent technique. In 2004, a percutaneous coronary intervention (pci) was conducted to treat the target lesions at distal circumflex, first diagonal and obtuse marginal. A 3.0 x 13mm cypher stent (study target product) was implanted at 20atms for 15 seconds by direct stenting to treat the distal left circumflex. Post-dilation was conducted with a 3.0 x 15mm balloon at 24atms. The percentage of stenosis before the procedure was 70% and 26% after the procedure. A 2.5 x 23mm cypher stent (study target product) was implanted at 20atms for 15 seconds by direct stenting to treat the first diagonal. Post-dilation was conducted with a 3.0 x 15mm balloon at 16atms. The percentage of stenosis before the procedure was 69% and 24% after the procedure. To treat the obtuse marginal, pre-dilation was conducted wth a 3.0 x 15mm balloon at 8atms. A 3.0 x 23mm cypher stent (study target product) was implanted at 8atms for 15seconds. Then another 3.0 x 23 cypher stent (study target product) was implanted at 14atms for 15seconds without a gap. Post-dilation was conducted with a 3.0 x 15mm balloon at 14atms. The percentage of stenosis before the procedure was 95% and 10% after the procedure. At the same time, a 4.0 x 16mm express bms was implanted in the (lmt). The physician commented that the cause of this event might be due to the fact of the uncontrolled diabetes medication; nothing unusual with the cyphers. The patient's medications include: amiodipine (post procedure), aspirin (post procedure), heparin (intra procedure) nitroglycerin (intra procedure), and ticlopidine (post procedure).

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-00493, 9616099-2007-00494 and 9616099-2007-00495. Additional information will be submitted upon 30 days of receipt.